Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on august 10, 2012, a customer contacted roche diagnostics and reported an incident that occurred on (B)(6) 2012. Customer reported that he obtained a reading of "hi" on his accu-chek aviva blood glucose monitor and took an additional 8 units of novolog as a result. One hour later, he began having hypoglycemic symptoms. He obtained a reading of 50 mg/dl on his one touch blood glucose monitor and ate cake and candy. Subsequently, a reading of 130 mg/dl was obtained on his one touch blood glucose monitor and the customer recovered. No further treatment or adverse event was reported. The one-touch blood glucose monitor mentioned in this event is not manufactured or imported by our firm. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).